Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was scorched (charred). Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device cable/cord/wiring was damaged, the device had liquid damage (motor and controller faulty), the coupling and hose were worn and the ball bearings were stiff. The device failed the following pre-tests: cutter lock assessment and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.